Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones in the middle of the night, waking the patient. This device has been in service for approximately 4 years. Technical services (ts) discussed possible reasons for the tones, and recommended having the device interrogated by the patient's physician the following morning. The patient's family member did not report any patient symptoms.